Event description:
The customer technical advocate walked the customer through how to check for the correct diluent syringe on the cell-dyn 1800 analyzer. It was determined that the incorrect diluent syringe was installed. The correct replacement syringe was sent to the customer. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.